Manufacturer narrative:
Event date: (B)(6) 2018. Occupation: health professional. Device is a combination product.   (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported via medwatch#: 0503240000-2018-8032 that a shaft break occurred. While a 3.00 x 24 synergy ii stent was being inserted, the distal shaft broke off outside the body. The stent was still on the delivery wire "undeployed". The physician removed the rest of the wire and the non deployed stent. No patient complications were reported.